Manufacturer narrative:
Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative who reported that the cause of shocking sensation and high impedances were presumed to be related to either the lead as impedances were off on all contacts or connection at the battery site. It is unclear at this time. Md will complete an x-ray. Rep reported that stimulation was turned off as an action/intervention taken to resolve the issue. It was reported they were unable to resolve due to impedance issues; no shocking sensation noted with spinal cord stimulation being turned off. Surgical intervention is planned for the future but a date has not yet been set.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient only had one lead in place. It was unknown if an x-ray had been completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had a shocking sensation in their neck region, so they had been turning the stimulation down, but then they had been waking up at night due to not having pain relief. It was also reported that there was a loss of therapy and the patient had increased neck pain and headaches. The rep later said that the patient had a shocking sensation in the thoracic region. The rep performed an impedance check which showed electrode 1 at 37983 ohms and the rest were greater than 40k ohms. Technical services recommend doing an x-ray to check for lead movement and possible lead connection issue. No further complications were reported/anticipated.